Event description:
It was reported that the patient stated that he had his inflatable penile prosthesis (ipp) implanted about eight to nine years ago. The patient indicated that he left his ipp inflated all the time since he is small. One cylinder developed a bulge about a year ago. The patient has an appointment with his surgeon on (B)(6) 2022.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.